Event description:
Medtronic received a report that the patient was on the operating table with an internal carotid c6 segment aneurysm. The microguide wire led the echelon10 microcatheter into the aneurysm, and 1.5-2-3d, 1-1-hx were filled in sequence. After the 1-1 spring coil was opened, the push rod was kinked. The surgeon tried to fill the 1-1 spring coil into the aneurysm and found that the spring coil was difficult to push out in the microcatheter. Considering the safety of the surgery, replaced it with a new 1-1 spring coil and implanted. There was no abnormality in the angiography, and the surgery was over. There was pusher kink/broken. There was no friction or difficulty during testing or delivery. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, ruptured ophthalmic artery aneurysm with a max diameter of 2.9 mm and a 2.8 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Manufacturer narrative:
Product analysis: as found condition: the axium prime device was returned for within a shipping box, within a sealed plastic biohazard pouch and within an introducer sheath. The echelon-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found broken at ~1.0cm proximal to the break indicator with the release wire also broken. The axium prime implant coil was found detached within the introducer sheath. The implant coil was found undamaged. Testing/analysis: the axium prime coil could not be advanced out of the introducer sheath as it was already detached. The axium prime coil could not be used for resistance testing due to the damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.